Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, no analysis was performed as reported allegations of infection were known inherent risk of device. It is confirmed that the device was functioning and depleting normally, and no problem was detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. Reportedly, the patient appears to have an infected pocket. The field representative called to inform that the system was explanted by dr. (B)(6) at (B)(6) hospital. The patient now has similar reaction to the new device over approximated same time frame. A revision was performed and the ICD was explanted. No additional adverse patient effects were reported.